Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while the customer was sleeping. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 522-523 mg/dl. A manual injection was administered to address the bg level and the customer's condition was described as "fine".